Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up experiencing light headedness. Upon review, the patient¿s right atrial and right ventricular leads exhibited extensive lead noise. The noise was able to be reproduced when the patient raised their right arm. The possibility of a lead revision was discussed. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that the leads were capped on an unknown date. A leadless pacemaker was implanted in place of a traditional pacemaker system. The patient was stable.